Manufacturer narrative:
Correction: device manufacture date should read as: (B)(4) 2013. Additional information: vendor analysis of part. The positioning sensor unit (psu) was analyzed by the vendor and failure was confirmed. The vendor isolated the failure to a shorted component on the main board.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure, with no patient present. It was reported that the camera continues to power cycle.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the positioning sensor unit (psu) was replaced to resolve the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The positioning sensor unit (psu) was returned to the manufacturer for evaluation. Testing found that the psu would not power on when connected to a known operational navigation system. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported that, while outside of a procedure, the camera of the navigation system continuously cycled power. There was no patient present when this issue was identified. No additional information was provided.